Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a complete drawer failure occurred. Main drawer 2.1 was not detected on the bus. The customer attempted a hard reboot without success. The failure resulted in significant delays in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 failed and not detected on bus. A field service engineer (fse) replaced drawer controller board to resolve the issue. Further the fse tested the device in hardware test application. The system functioned as intended after the field service engineer repaired the device.